Event description:
Procedure: unk. According to the reporter: the stapler was fired but the staples didn't form properly and the green tissue indicator was not identifiable. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
Initial report sent: 3/5/2009.